Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed with error code 46228 and persisted despite several repeated attempts at powering off and back on again. The patient was not affected.

Manufacturer narrative:
One device was returned for analysis of complaint that there was error code 46228. No previous repair was noted for the last 12 months. Review of event log found nothing related to complaint. Primary complaint was confirmed through pump powerup test. Visual and functional testing was performed. Further investigation found battery door corrosion, battey compartment corrosion, usb port damaged, downstream occlusion (dso) seal delaminated, dso sensor defective, latch lock flex sensor defective, front housing damaged and rear housing damaged. Note: device was ber (beyond economical repair) needs more than 3 major repairs, and device replacement.